Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set which under infused the drug cefazolin. It was reported the volume was 300, stop volume 0, measured volume 2 and the calculated under infusion was 0.7 percent. No additional information is available at this time.